Event description:
The customer reported that the insulin pump gave her 30.0 units of insulin, and she has been experiencing some low glucose. Troubleshooting was declined. The customer stated that her blood glucose was 42mg/dl before calling, and she had treated with food. The customer's glucose reading at the end of call was 123 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.